Manufacturer narrative:
Initial reporter facility name: (B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the colon during an endoscopic mucosal resection (emr) procedure performed on (B)(6) 2021. During the procedure, the physician used the clip to close the wound to prevent hemorrhage. The clip was able to close grasp and lock onto tissue, but could not be released from the catheter to deploy. The handle was repeatedly pulled and pushed, but was unsuccessful. Additionally, the handle was found damaged. The device was forcefully pulled out, and was replaced. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the colon during an endoscopic mucosal resection (emr) procedure performed on december 27, 2021. During the procedure, the physician used the clip to close the wound to prevent hemorrhage. The clip was able to close grasp and lock onto tissue, but could not be released from the catheter to deploy. The handle was repeatedly pulled and pushed, but was unsuccessful. Additionally, the handle was found damaged. The device was forcefully pulled out, and was replaced. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block e1: initial reporter facility name: (B)(6). Block h6: medical device problem code a15 captures the reportable event of clip was unable to release from catheter. Block h10: investigation results the returned resolution clip device was analyzed, and a visual evaluation noted that the clip assembly was not returned with the device; however, the device had evidence of premature deployment. It was also observed that the control wire was kinked next to the crosspin and the crosspin was outside the spool. Microscopic examination was performed and it was found that the yoke was attached to the control wire and the bushing had hit marks. Dimensional examination was performed on the bushing outer diameter, and it was found to be within specification. A dimensional analysis was also performed between the hooks of the bushing and both sides were out of specification. The bushing tabs were measured and each sides were within specification. No other problems with the device were noted. The reported event was confirmed. Investigation found that the yoke was attached to the control wire, this is likely due to operational factors during the procedure such as trying to open the clip once it was already activated. The damage found to the handle assembly is likely due to an excessive force applied to the device while trying to forcibly release the clip, leaving some hit marks on the bushing. The investigation concluded that, without analysis of the clip assembly part of the device, there is a lack of objective evidence or descriptive conditions of the event required to determine a definitive root cause of the event. The investigation findings and all information available do not lead to a clear conclusion about the cause of the reported adverse event. Therefore, the most probable root cause is cause not established. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.